Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) compressed, the light guide cable compressed, the operation channel buckled, the angle wire play, the ccd driver pcb corroded, the electrical connector corroded, the operation channel leak, the lg prong top loosened, the objective lens unit disinfections damage, the root brace rubber discolored, the lg root brace rubber discolored, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.